Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. Visual inspection of the returned revealed the guidewire exit port was lifted and ripped. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Kinks were observed in the sheath assembly likely caused by operational context. The sheath assembly appears stretched, likely resulting from attempts to remove the catheter from the stent. Image characterization testing could not be performed based on the condition of the returned catheter. The device labeling and directions for use (dfu) contains these warnings: for single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. The risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. Air entrapped in the catheter and flushing accessories can cause potential injury or death. Always verify that the catheter and flushing accessories have been properly cleared of air prior to inserting the catheter into the vasculature never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the indications for use, labeling and/or directions for use. The risk of death and vessel dissection is contained in the device labeling and is an anticipated procedural complication in these types of procedures. It could not be determined if the catheter caused or contributed to the patient death or vessel dissection. Based on the observed damage to the guidewire exit port, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.

Event description:
A percutaneous coronary intervention procedure was for 90% stenosed lesion located in left anterior descending (lad) mid and apical. Approach was obtained from left leg. A marker guidewire was positioned in lad and another guidewire (gw) was positioned in 1st diagonal. A balloon was used for inflation of the lesion. Intravascular ultrasound (ivus) was introduced into the patient to image the lesion, however was unable to cross; at which point st segment downward trend was observed. The physician attempted to place a stent, but was also unable to cross the lesion. Another inflation with the balloon was performed and a stent was implanted in the lad mid and apical and ballooned open with nominal pressure; followed by a second stent in the proximal part of the lesion. Ivus was introduced again and delivered to the lesion without problem, pullback was completed without resistance. Ivus confirmed that part of the implanted stent did not fully expand. When the physician attempted to withdraw the ivus, it had become stuck on the overlapping part of the implanted stents. The physician attempted to withdraw the ivus catheter with several troubleshooting techniques but was unsuccessful. At this point a dissection in the left main coronary artery (lmca) was observed, it was suspected that the guide catheter, positioned in ostium of coronary artery, caused the dissection leading to no blood flow in lad and left circumflex arther (lcx). Blood pressure began to decrease. Ventricular tachycardia and ventricular fibrillation (vt/ vf) was repeated. Dc defibrillator was used. Cardial massage was applied. An intra-aortic balloon pump (iabp) was inserted from right leg, balloon pumping did not effect a change. Guide catheter (gc) was inserted from left leg. The physician was unable to advance gw due to the dissection in lmca. A couple minutes later, gw crossed through the area of entrapment and inflation with a balloon was performed with low pressure several times. Blood flow was slightly recovered; however the ivus was unable to be removed. The physician suspected that thrombosis might have occurred and thrombectomy was performed several times. Inflation with a balloon was attempted again, blood flow was not recovered. Patient expired.

Manufacturer narrative:
(B)(4).

Event description:
A percutaneous coronary intervention procedure was for 90% stenosed lesion located in left anterior descending (lad) mid and apical. Approach was obtained from left leg. A marker guidewire was positioned in lad and another guidewire (gw) was positioned in 1st diagonal. A balloon was used for inflation of the lesion. Intravascular ultrasound (ivus) was introduced into the patient to image the lesion, however was unable to cross; at which point st segment downward trend was observed. The physician attempted to place a stent, but was also unable to cross the lesion. Another inflation with the balloon was performed and a stent was implanted in the lad mid and apical and ballooned open with nominal pressure; followed by a second stent in the proximal part of the lesion. Ivus was introduced again and delivered to the lesion without problem, pullback was completed without resistance. Ivus confirmed that part of the implanted stent did not fully expand. When the physician attempted to withdraw the ivus, it had become stuck on the overlapping part of the implanted stents. The physician attempted to withdraw the ivus catheter with several trouble shooting techniques but was unsuccessful. At this point, a dissection in the left main coronary artery (lmca) was observed, it was suspected that the guide catheter, positioned in ostium of coronary artery, caused the dissection leading to no blood flow in lad and left circumflex arther (lcx). Blood pressure began to decrease. Ventricular tachycardia and ventricular fibrillation (vt/ vf) was repeated. Dc defibrillator was used. Cardial massage was applied. An intra-aortic balloon pump (iabp) was inserted from right leg, balloon pumping did not effect a change. Guide catheter (gc) was inserted from left leg. The physician was unable to advance gw due to the dissection in lmca. A couple minutes later, gw crossed through the area of entrapment and inflation with a balloon was performed with low pressure several times. Blood flow was slightly recovered; however the ivus was unable to be removed. The physician suspected that thrombosis might have occurred and thrombectomy was performed several times. Inflation with a balloon was attempted again, blood flow was not recovered. Patient expired.

Event description:
A percutaneous coronary intervention procedure was for 90% stenosed lesion located in left anterior descending (lad) mid and apical. Approach was obtained from left leg. A marker guidewire was positioned in lad and another guidewire (gw) was positioned in 1st diagonal. A balloon was used for inflation of the lesion. Intravascular ultrasound (ivus) was introduced into the patient to image the lesion, however was unable to cross; at which point st segment downward trend was observed. The physician attempted to place a stent, but was also unable to cross the lesion. Another inflation with the balloon was performed and a stent was implanted in the lad mid and apical and ballooned open with nominal pressure; followed by a second stent in the proximal part of the lesion. Ivus was introduced again and delivered to the lesion without problem, pullback was completed without resistance. Ivus confirmed that part of the implanted stent did not fully expand. When the physician attempted to withdraw the ivus, it had become stuck on the overlapping part of the implanted stents. The physician attempted to withdraw the ivus catheter with several trouble shooting techniques but was unsuccessful. At this point, a dissection in the left main coronary artery (lmca) was observed, it was suspected that the guide catheter, positioned in ostium of coronary artery, caused the dissection leading to no blood flow in lad and left circumflex arther (lcx). Blood pressure began to decrease. Ventricular tachycardia and ventricular fibrillation (vt/ vf) was repeated. Dc defibrillator was used. Cardial massage was applied. An intra-aortic balloon pump (iabp) was inserted from right leg, balloon pumping did not effect a change. Guide catheter (gc) was inserted from left leg. The physician was unable to advance gw due to the dissection in lmca. A couple minutes later, gw crossed through the area of entrapment and inflation with a balloon was performed with low pressure several times. Blood flow was slightly recovered; however the ivus was unable to be removed. The physician suspected that thrombosis might have occurred and thrombectomy was performed several times. Inflation with a balloon was attempted again, blood flow was not recovered. Patient expired.